Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212603 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 212603, test base part number 195-430h / lot: 206902. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212603 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use, device discarded

Event description:
The consumer reported false negative results with the binaxnow antigen self-test performed on two days using one lot. This MFR. Report addresses test one (1) of three (3). The consumer reported a false negative result with the binaxnow antigen self-test performed on (B)(6) 2022. Confirmation testing using an unknown brand of antigen self-test performed on (B)(6) 2022 generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use, device discarded.

Event description:
The consumer reported false negative results with the binaxnow antigen self-test performed on two days using one lot. This MFR. Report addresses test one (1) of three (3). The consumer reported a false negative result with the binaxnow antigen self-test performed on (B)(6) 2022. Confirmation testing using an unknown brand of antigen self-test performed on (B)(6) 2022 generated a positive result. No additional patient information, including treatment and outcome, was provided.